Manufacturer narrative:
The device has been discarded and is not available for evaluation. The investigation is pending. The device history report will be provided.

Event description:
The event involved a chemoclave® vented bag spike where a chemotherapy drug, epirubicin, couldn¿t drip during infusion. Epirubicin was involved in the event. There was no bleedback reported. There was patient involvement but no patient harm. There was no delay in critical therapy. There were ten quantities affected.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.